Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The product is currently undergoing analysis.

Manufacturer narrative:
At this time it is unknown if the device will be returned for analysis. Should the device be returned and analysis complete, this investigation will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of less than 200 ohms, oversensing and pacing inhibition. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects.